Event description:
A customer observed a condition code indicating that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This information is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury.